Event description:
The customer generated a falsely elevated architect ca19-9xr patient result of 60 which was not consistent with the patient's clinical history when recalled reagent lot 08852m500 was in use. The same sample was tested with reagent lot 10727m500 and a result of 30 was generated. The falsely elevated result was reported to the medical provider, however, there was no impact to patient management.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9xr affected reagent lots contributed to elevated ca19-9xr patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9xr reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.